Event description:
The pt was implanted biventricular support. It was reported by the vad coordinator that the pt came into the hospital for a clinical visit with notable cracks in both lvad and rcad pumps. The pt denied any trauma to the pumps, or use of any unapproved cleaning materials, the pt was stable as well as both the lvad and rvad pumps. The center was requesting advice from the manufacturer's clinical and also sending in photos for review. The following day a biventricular pump exchange was performed.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.